Event description:
In (B) (6) 2008, employee started having symptoms of a burning/itching/hurting rash around her neck and mid forearms. She initially saw her family physician who did biopsy and gave her "cream". She saw a dermatologist around the october timeframe. Patch testing was done, she was diagnosed with contact dermatitis and an allergy to thiurams. She had also been on steroid series.

Manufacturer narrative:
The customer was unable to provide the sample or lot number, therefore, we can not confirm the issue reported. Based on a conversation with the employee. Cardinal health was informed that she is allergic to thiuram, however, there is no thiuram in the gown. Based on this information, it is unk as to what caused her allergy. Device history records have been reviewed, and there has been no change in the workmanship of the product. We will continue to monitor for complaints of this nature.